Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) in 2018 due to high out-of-range right ventricular (rv) pacing impedance measurements. Subsequently, the lead configuration was changed to unipolar sensing and pacing. More recently, there was an episode of over sensing of noise similar to myopotential. Technical services noted it is possible the noise is registered because of the current device settings and reprogramming to split configuration may solve it. Nevertheless, troubleshooting was recommended to exclude/confirm potential lead impairment. No asystole nor lack of pacing was observed. Of note, the rv lead is a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) in 2018 due to high out-of-range right ventricular (rv) pacing impedance measurements. Subsequently, the lead configuration was changed to unipolar sensing and pacing. More recently, there was an episode of over sensing of noise similar to myopotential. Technical services noted it is possible the noise is registered because of the current device settings and reprogramming to split configuration may solve it. Nevertheless, troubleshooting was recommended to exclude/confirm potential lead impairment. No asystole nor lack of pacing was observed. Of note, the rv lead is a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service.